Event description:
Patient suctioned orally with yankauer. Pt bit down on yankauer tip and cracked a small 1-2cm. Piece of plastic into patient's mouth. Piece of plastic was able to be retrieved. This is 2nd incident of this type with yankauer - sent medwatch on 3/31/03 with same issue and different lot #